Manufacturer narrative:
.

Event description:
It was reported by the fsa that on (B)(6) 2014 the patient underwent a urologic procedure with abdominal wall repair using gore® bio-a® tissue reinforcement. The patient presented with incisional infection and was taken back into the operating room on (B)(6) 2014 for irrigation and debridement of wounds. Pus and infection were present. The doctor noticed fractured pieces of the bio-a floating and removed the fractured pieces followed by placement of a wound vac. On (B)(6) 2014 the patient represented for a wound vac change and is scheduled for additional followup in the future. The doctor does not believe the infection was caused by the bio-a device.